Manufacturer narrative:
The investigation of the reported event showed that a software issue in the stand and table control unit (scu) caused the system to block all movements. The software allowed the source-to-image distance (sid) to move beyond its defined limit, which triggered a safety error and stopped stand, table, and flat detector (fd) lift movements. Recalibration was performed and the issue was resolved. A software update (ve40b patch 5 for icono with sinumerik one) will be released to the filed as a safety corrective action and address the identified scu software issue.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono floor system. Prior to the start of an interventional patient procedure, it was determined that stand movements were not possible, and a stand/table error message was displayed to the user. As a result, the operator was unable to proceed with the procedure, which was canceled. We have no indications of any adverse effects on the health status of the involved patient.